Manufacturer narrative:
UDI not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that a patient presented with signal artifact noted on the patient's right ventricular and right atrial lead. During the intervention process, right ventricular lead detachment of the lead tip and ring were noted on fluoroscopy. The leads were explanted on (B)(6) 2026. The right ventricular ring and tip remain in body. No adverse patient consequences were reported.